Event description:
The customer reported the charge time in battery mode was excessive. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the charge time in battery mode was excessive. No pt involvement was reported. The customer evaluated the device and identified the battery as the cause of the reported symptom. The customer was informed that this device has been out of support since (B)(4) 2006 and parts are no longer available. The device remains at the customer site. Based on the customer's report, we are considering this a malfunction of the battery.